Event description:
It was reported thrombosis and pericardial effusion (pe) occurred. A procedure was being performed with a 24mm watchman flx laa closure device. Of note, complete imaging of the appendage with ice prior to engaging with the watchman access sheath and the pigtail catheter was not performed. The patient had been unable to completely hold still due to moderate sedation and discomfort. The patient moved while the sheath and catheter were initially in the appendage, however showed no symptoms of effusion. After several attempted deployments, the physician was coached to bring entire system proximal into the ostium of the appendage since they were noticeably deep. The device was deployed, and upon interrogation of release criteria it was noted that thrombus was forming on the face of the device. Activate clotting time (act) was within therapeutic range for the duration of the procedure. The physician then attached a large syringe to the side hole of the delivery system, advanced the delivery system to the face of the device, and released while aspirating through the syringe in case the thrombus was attached to the core wire and not the device itself. After deployment, the thrombus remained on the face of the device. Several aspiration catheters were advanced through the watchman access system in an attempt to aspirate the clot. Ultimately, an aspiration system was used and evacuated the clot on the first pass. The clot was visualized on the tip of the aspiration catheter and was placed on the sterile field. After aspiration, the patient became symptomatic, bradycardic, diaphoretic, and hypotensive. The physician was able to visualize with echocardiogram that there was a large pericardial effusion. Due to the symptoms observed, anesthesia, perfusion, and cardiac surgery were all paged to the lab while the patient was tapped for pericardiocentesis. 1.5 l of blood were removed from the patient, cycled through a cell saver machine, and re-administered to the patient along with two units of blood. The patient is expected to fully recover.

Event description:
It was reported thrombosis and pericardial effusion (pe) occurred. A procedure was being performed with a 24mm watchman flx laa closure device. Of note, complete imaging of the appendage with ice prior to engaging with the watchman access sheath and the pigtail catheter was not performed. The patient had been unable to completely hold still due to moderate sedation and discomfort. The patient moved while the sheath and catheter were initially in the appendage, however showed no symptoms of effusion. After several attempted deployments, the physician was coached to bring entire system proximal into the ostium of the appendage since they were noticeably deep. The device was deployed, and upon interrogation of release criteria it was noted that thrombus was forming on the face of the device. Activate clotting time (act) was within therapeutic range for the duration of the procedure. The physician then attached a large syringe to the side hole of the delivery system, advanced the delivery system to the face of the device, and released while aspirating through the syringe in case the thrombus was attached to the core wire and not the device itself. After deployment, the thrombus remained on the face of the device. Several aspiration catheters were advanced through the watchman access system in an attempt to aspirate the clot. Ultimately, an aspiration system was used and evacuated the clot on the first pass. The clot was visualized on the tip of the aspiration catheter and was placed on the sterile field. After aspiration, the patient became symptomatic, bradycardic, diaphoretic, and hypotensive. The physician was able to visualize with echocardiogram that there was a large pericardial effusion. Due to the symptoms observed, anesthesia, perfusion, and cardiac surgery were all paged to the lab while the patient was tapped for pericardiocentesis. 1.5 l of blood were removed from the patient, cycled through a cell saver machine, and re-administered to the patient along with two units of blood. The patient is expected to fully recover. It was further reported that the pericardial effusion was suspected from a perforation in the appendage that was demonstrated on fluoroscopy. This was suspected by the watchman access system being in the appendage and the patient moving during the case. The pericardial effusion was not noticed until after the closure device was implanted. The patient was discharged from the hospital two days post procedure.

Manufacturer narrative:
B5 describe event or problem updated, h6 patient codes - added cardiac tamponade.

Event description:
It was reported thrombosis and pericardial effusion (pe) occurred. A procedure was being performed with a 24mm watchman flx laa closure device. Of note, complete imaging of the appendage with ice prior to engaging with the watchman access sheath and the pigtail catheter was not performed. The patient had been unable to completely hold still due to moderate sedation and discomfort. The patient moved while the sheath and catheter were initially in the appendage, however showed no symptoms of effusion. After several attempted deployments, the physician was coached to bring entire system proximal into the ostium of the appendage since they were noticeably deep. The device was deployed, and upon interrogation of release criteria it was noted that thrombus was forming on the face of the device. Activate clotting time (act) was within therapeutic range for the duration of the procedure. The physician then attached a large syringe to the side hole of the delivery system, advanced the delivery system to the face of the device, and released while aspirating through the syringe in case the thrombus was attached to the core wire and not the device itself. After deployment, the thrombus remained on the face of the device. Several aspiration catheters were advanced through the watchman access system in an attempt to aspirate the clot. Ultimately, an aspiration system was used and evacuated the clot on the first pass. The clot was visualized on the tip of the aspiration catheter and was placed on the sterile field. After aspiration, the patient became symptomatic, bradycardic, diaphoretic, and hypotensive. The physician was able to visualize with echocardiogram that there was a large pericardial effusion. Due to the symptoms observed, anesthesia, perfusion, and cardiac surgery were all paged to the lab while the patient was tapped for pericardiocentesis. 1.5 l of blood were removed from the patient, cycled through a cell saver machine, and re-administered to the patient along with two units of blood. The patient is expected to fully recover. It was further reported that the pericardial effusion was suspected from a perforation in the appendage that was demonstrated on fluoroscopy. This was suspected by the watchman access system being in the appendage and the patient moving during the case. The pericardial effusion was not noticed until after the closure device was implanted. The patient was discharged from the hospital two days post procedure. It was further reported that cardiac tamponade occurred.